Event description:
It was reported that this pump was implanted and explanted prior to six months of implant. The reason for explant was not initially provided. However, the patient¿s second pump was also explanted within this same time period with report of being ineffective, not working properly, and therapy issues (see manufacturer report #3007566237-2015-01667). This first pump had been increased to 600 micrograms/day and the patient's current third pump was only programmed to 300 micrograms per day to which the patient was then receiving effective therapy. This device system delivered baclofen. Additional information was requested to clarify model/serial, patient symptoms, potential product issues, troubleshooting, and resolution. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).